Event description:
It was reported that the physician felt that he had kinked the lead during the implant attempt. He did not feel comfortable implanting the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed. The lead conductor had an exposed defibrillating coil. It was kinked/buckled. There was apparent damage at implant.